Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the returned photograph; however, the photograph did not provide clear objective evidence of the reported condition. Therefore, the reported event could not be objectively verified, and the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue port (cap) of a clearlink system continu-flo solution set disconnected. This was identified during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.